Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite st305p sm set pur 6,5f IV reference (B)(4) from batch 37037561. Device history record batch record file number (B)(4) was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported from this batch released in december 2024. Summary of investigation no sample, no x-ray picture and no form "request for information - access port incident " were returned for evaluation. Raw material historical review: the batch records of the catheters, of the connection rings and of the access ports housing included into the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause without the complaint sample / x-ray picture of the met event, no thorough investigation is possible, and we cannot conclude on the real cause of the incident occurred during the device removal. The IFU specifies several recommendations to avoid this type of complication. Conclusion without conclusive element for evaluation, it is not possible to determine the exact root cause of this catheter disconnection. However, it is worth noting that: the batch history record has not revealed failure during manufacturing process, no other similar complaint was reported on this access port batch. Catheter disconnection is a known complication for which the complaint rate remains low. No corrective action is currently envisaged as IFU already gives recommendations to avoid this type of incident. If the complaint sample involved in this complaint becomes available, the complaint will be reopened for further evaluation.

Event description:
"Description of malfunction/failure: port body disconnected from catheter upon port removal description of event:the patient underwent venous port implantation under local infiltration anesthesia in the operating room on (B)(6) 2025, and the operation went smoothly; at 12:33 on (B)(6) 2026, the patient underwent subcutaneous implantation device removal under local infiltration anesthesia in the operating room, the catheter fell off during the operation, considering the quality of the infusion port, suturing the local wound, no special discomfort during and after the operation, pacifying the patient, giving ECG monitoring for continuous monitoring according to the doctor 's advice, informing the precautions, supine rest, reducing activities, and the patient' s vital signs were stable now. (B)(6) hospital was contacted and the catheter was planned to be removed on (B)(6) 2026."